Manufacturer narrative:
Returned device was received in good physical condition but the lower left front corner was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor was unable to be calibrated and the pump failed the syringe plunger sensor test. The force sensor was replaced to resolve the issue and the syringe plunger was found to be incorrectly assembled by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor error and sensor issues. There were no reported adverse events.